Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. D4: batch #698c72. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the returned reload was placed and removed with no issues noted in the device and the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 698c72, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4) date sent: 03/31/25 d4: batch #unk. Additional information was requested, and the following was obtained: what was the surgical procedure for this issue? Please note the name of the procedure is included in the description submitted. Could you please provide photos/video of the issue? And unfortunately, it is inappropriate to take photos in a clinical setting with pt, so none exist. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9e95f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right-hand middle lobe wedge resection procedure, it was observed that on the fourth firing, the reload was observed to float out of the cartridge jaw and away from the jaw while tissue was being manipulated (anvil facing upwards). The reload was retrieved from the patient (via forester's graspers), and four subsequent firings were completed with the same gun without incident. There was no patient consequence nor surgical delay reported. Additional information requested.